Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with gel mentor breast implants of unknown type and experienced rupture on the right breast implant, bilateral pain and tenderness. Patient had an ultrasound that confirmed a rupture of the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the catalog numbers were 3543257, the lot numbers were 159420. The date of explantation was 1/23/19. The name of the affected devices are gel mentor memorygel breast implant 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.1 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. A manufacturing record evaluation (mre) of lot number 159420 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/07/2019, it was reported to mentor that the facility phone number is (B)(6). Facility name is (B)(6) md. Facility address is (B)(6). Manufacturer¿s reference number: (B)(4).